Manufacturer narrative:
Software it was reported that burn marks were found on the hybrid surface during the analysis of the device. The cause of programmer error message was found to be due to electro- cautery that was reported to have been used during implant.

Event description:
It was reported that during implant the physician use a little cautery near implant site. The merlin programmer displayed -unrecoverable software error had occurred-. The pocket was reopened and the device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.